Manufacturer narrative:
Device unique identifier (B)(4). Approximate age of device ¿ 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient had a gastrointestinal bleed requiring multiple transfusions and an emergent esophagogastroduodenoscopy in the setting of a supratheraputic inr which required reversal with fresh frozen plasma. Octreotide therapy was initiated. An embolization was not possible because CT-angiography was unable to identify the source of bleeding. On (B)(6) 2015, colonoscopy results showed three cecal arteriovenous malformations which were cauterized. The patient received 12 units of packed red blood cells over the course of the event. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.